Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsv4b16) and mount were returned for investigation (images 1 ¿ 4). Visual evaluation of the as returned products identified implant engaged to a severely damaged mount. Additionally, there was bone residue around the external threads due to usage. Functional testing to recreate the reported event was performed. The devices could not be disengaged. Pre-existing conditions noted on the per was high bone density ¿ type I. The reported implant had been placed on tooth# 11 (universal) for approximately 4 months. X-ray & picture evaluation, not provided. Appropriate documentation was reviewed. DHR review for the lot (63706006) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63706006) and no similar event or complaint was found. Based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported by the customer that the transfer mount was stuck to the implant. Patient will return for additional appointments. Tooth # 11.